Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a carefusion authorized service center. The service technician replaced the flow valve to address the reported issue. The defective component was returned to carefusion and he component was scrapped. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was delivering a higher tidal volume than expected. It is unknown at this time whether there was any patient involvement associated with this complaint.